Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) fibre optic was found damaged by user. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d9. This complaint record is being closed because the fse is waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite to repair the unit but no response has been received after making three (3) good faith efforts (gfe) attempts to the customer on this complaint event. If information is received, the complaint will be reopened and updated.